Event description:
It was reported that an asymptomatic patient presented in the clinic for a device check up. Upon interrogation it was noted that the device exhibited myopotential inhibition due to oversensing. The device was reprogrammed. The patient was stable and will continue to follow-up normally.